Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. It was reported the device was not used past its expiry date. Mfg. Site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2018 boston scientific corporation received a report of resolution clip devices where sometimes the clips would not release from the catheter. According to the complainant, in these cases, another resolution clip device was used to complete the procedure. No patient complications have been reported as a result of the events. Boston scientific has been unable obtain additional information and/or specific information regarding the circumstances surrounding these events to date. Should additional relevant details become available a supplemental report will be submitted.